Manufacturer narrative:
H3: product analysis of product: 5484113, lot# rs12f013 analysis summary: visual and optical examination identified that circular material flow and primarily brittle fracture surface is consistent with torsional overload during tightening. The above observations are consistent with misuse, due to overloading the driver during tightening. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during intra-op for a patient presented with spinal trauma. It was reported that the drivers involved in this event were broken. The levels implanted during this procedure was mentioned as 4. It was mentioned that there were no fragments left inside the patient. There was no delay reported as result of this event. There was no additional treatment or surgery performed as a result of this event there were no symptoms reported to patient as a result of this event. There were no complications to patient or physician were reported/anticipated. Additional information received on 03-nov-2020: it was reported that the products involved in this event were came in contact with patient. There was no delay reported as a result of this event. There were no further complications reported or anticipated.